Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a cartridge alarm during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 ml of insulin during the load sequence. The cartridge was re-loaded resolving the issue. Customer's blood glucose (bg) level was 306 mg/dl. Reportedly, the customer delivered too much insulin causing the bg level drop to 60 mg/dl. Customer consumed carbohydrates and called the paramedics to address the bg level. Customer received intravenous fluids to stabilize the bg. Customer continued to use the pump for insulin therapy.